Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired in home hospice. The st. Jude medical representative was contacted to turn-off the device. Device was interrogated while turning it off and no device issues were observed at that time. The cause of death was stated to be cardiac arrest. There is no known allegation from a health professional that suggests the death was related to the device. Based on the review of session records provided, there does not appear to be any evidence of a device-related issue that would have contributed to the death. No further information is available at this time.